Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is not working.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), initial reporter: (B)(6), email: (B)(6)). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the so was called in by mistake and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is not working. There was no patient involvement.